Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6)2023 per timestamp). No external power alarms consistent with loss of ac power were active on (B)(6)2023 at 19:57:30 ¿ 19:57:33, and intermittently on (B)(6)2023 at 21:40:56 ¿ (B)(6)2023 at 08:54:10. The backup battery was able to provide power to the system during the events. The alarms cleared once power was restored. The no external power alarms occurring on (B)(6)2023 were stated to have been due to power outages; however, the no external power alarms occurring on (B)(6)2023 were not mentioned. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the mpu. It was also asked if the mpu has a v-lock connector, if the power cord came loose from the wall or from the back of the unit, if there were any environmental circumstances that may have caused the event, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced few power outages while connected tethered to the mobile power unit (mpu). The patient recalled a few power outages at their home on (B)(6)2023 the log file recorded no external power events on (B)(6)2023 while connected to the mpu. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected. The periodic log file data indicated that the ebb was used 9 times from (B)(6)2023. The details of why these events occurred could not be determined by the data.